Manufacturer narrative:
Product ID 8703w, lot # l48428, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
It was reported that the patient had been having ¿severe health troubles¿ since (B)(6) 2012. The health problems included severe dizziness, heart rate jumping up, near syncope, and nausea. The patient has had four trips to the emergency room, three of which being by ambulance. Her last appointment with her doctor took place on (B)(6). It was later reported that the cause of the event was tachycardia and infection; mrsa. The patient outcome was reported as ¿serious injury/illness ¿ recovered without sequela.¿ the device system was used to deliver hydromorphone and compounded baclofen.